Event description:
Info received indicates the head section is all the way down and will not go up from either siderail electrically or manually.

Manufacturer narrative:
The tech found the head up valve was stuck. He replaced the head up valve to repair the bed.